Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. It is unk if the device was in use on a pt when the failure occurred. The hosp rep stated to baxter customer service they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, medication involved, tubing product code, infusion rate or set up of the infusion device. Additional contact info was requested but no additional contact was provided.